Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician confirmed that the patient was appropriately shocked for ventricular fibrillation (vf).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked for atrial fibrillation (af) with rapid ventricular response versus true ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.